Event description:
It was reported that the ilet¿s display screen became cracked following a drop, after which the screen appeared pixelated and only half of the display was visible, consistent with a display hardware failure of the user interface. Symptoms included no clinical effects. Outcomes included no impact on health status. Investigation included complaint intake and initial troubleshooting and education by support personnel. Investigation of this case revealed physical damage to the device display consistent with user-induced impact leading to screen fracture and loss of full visual output. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to user handling.